Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving saline 10 mcg/ml at a dose of 0.5 mcg per day via an implantable pump for non-malignant pain, other chronic/intract pain (trunk/limbs) and cervical radiculopathy. It was reported there was an empty reservoir alarm occurring. It was confirmed the reporter had access to the patient and a physician programmer. The empty reservoir occurred on (B)(6) 2015. The patient missed their last refill around (B)(6) 2015 because she did not like the provider. The patient contacted the hcp to see if they would take her on and this was the first time the hcp reporting the event had seen the patient. The pump had last been filled on (B)(6) 2015. There were no patient symptoms, the patient was on saline. On (B)(6) 2016, the hcp programmed a bolus to see the rollers turn, but the reporter was not sure about the amount of the bolus. The rotors were not seen to be turning when viewed under c-arm. It was discussed with the hcp to perform a roller study of 0.01 ml over a one minute duration. The hcp discussed this with the doctor and they were going to move forward with trying to roller study as recommended before deciding to turn off the pump as the hcp wanted to permanently disable the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.